Event description:
Reported as "possible defect in implanted tissue expanders causing removal of bilateral breast implant tissue expanders. Magnet altrating removal needle malfunction causing inability to fill expander-resulting in leakage.